Event description:
Pt received a fotofacial treatment with syneron's emax machine with the sra head. The optical florence was 25 and the rf was 25. Pt was left with a depression under the right eye, bumpy skin texture, and excessive wrinkling. Pt eyes were treated and pt now suffers with glare and right eye pain. Dates of use: (B)(6) 2011 - (B)(6) 2012.